Manufacturer narrative:
Device not returned to depuy spine for evaluation. However, device was assessed by australian team. The torque handle was tested on engineering department's torque tester and the reading came out at 39/40 lbin a reading of half the recommended setting of 80 lbin. The register was checked and it showed that the last time this particular torque handle (t679) was last calibrated on the 20th april 2016. Under engineering¿s current process, torque handles are due for calibration every six months which shows that this particular t/handle is 231 days passed it calibration due date. The item will not be returned to depuy for investigation. This complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision plif. Primary implant (B)(6) 2017, revision date (B)(6) 2017. Revision was due to poor bone quality l4 screws pulled out. This is the patient's first revision. During final tightening of the construct the verse torque driver didn't torque off the set screws at the desired 80 in-lb. There was also a noticeable lack of audible clicking during the process. Action taken used a verse t handle to white knuckle the set screws. No adverse event to patient, surgery delayed by 5 minutes. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.